Event description:
After surgery for the prolapsed bladder in 2002, there has been continued pain in the right lower quadrant of the stomach. The pain was so intense that an add'l surgery was performed in 2008 because the surgeon believed that I had a hernia. Within three months of the surgery for hernia, the months of the surgery for hernia, the pain returned and my physician advised me that it was probably scar tissue. Again I had surgery in 2009, to remove the scar tissue. But within three months of the surgery the pain returned and to this date I deal with pain as best as I can with pain medication, etc.